Event description:
The account's maintenance stated the bed has no hi/low function in either direction and when the trend and reverse trend functions are used, on the head and the knee sections would lower.

Manufacturer narrative:
The account fond oxidation on reverse trend, trend, and hi/low limit switches. He cleaned the oxidation from the switches to repair the bed.